Event description:
The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 828.9 ml, drain 1 828.7 ml, fill 2 827.2 ml, drain 2 827.2 ml. Rite specifications are 744 ml - 821 ml. Per cqi56 this is a reportable malfunction: fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml due to the fill 1. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for volume transferred comparison. During rite functional testing fluid was transferred above the rite specified limits during fill 1, drain 1, fill 2 and drain 2. Fill 1 fluid transferred: 828.9ml; drain 1 fluid transferred: 828.7ml; fill 1 fluid transferred: 827.2ml; drain 1 fluid transferred: 827.2ml; rite limits of 774 ml - 821 ml. Device. The fill 1 volume was also out of specification per cqi56 (range 750.0 ml - 828.2 ml). Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspected piston foam and it was found to be deteriorated. The deteriorated piston foam would not allow the proper amount of fluid to be delivered resulting in failed volume transferred comparison. Assignable cause for the rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam. Scrap piston foam. Device was sent to servicing.